Event description:
It was reported that the patient was experiencing pain on the right side of the chest. The right ventricular (rv) lead caused a perforation and the patient experienced a pericardial effusion and pericarditis. The rv lead and right atrial (ra) leads were repositioned and remain in use. The patient is enrolled in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead implanted: (B)(6) 2014. (B)(4).